Manufacturer narrative:
The impella cp was not returned for evaluation, as it was discarded subsequent to the event, therefore no device analysis could be performed to assist in confirming that the patient outcome was the result of aortic insufficiency and that the impella cp used during this event caused or contributed to patient aortic insufficiency. In addition, the requested images from the event were unable to be retrieved from the complainant. An analysis of the returned console data logs was performed. The data logs reveal a declining placement signal that suggests deteriorating patient condition. Spikes seen in the placement signal following the clinical timeline of the onset of tachycardia and asystole were most likely caused by chest compressions. The pump was not returned from the field. As the product was not returned from the field, and no clinical imaging was provided, the root cause of the reported aortic insufficiency was not able to be determined. A review of the device history record revealed that there were no issues reported for any other device with this lot number. No corrective action is recommended as the root cause was unable to be determined. The manufacturer will continue to investigate all reasonable and obtainable sources of information and will provide results and conclusions in a supplemental medwatch report if additional information is received. (B)(4).

Event description:
The complainant reported that a (B)(6) male patient with a non-st-elevation myocardial infarction (nstemi) was catheterized in another facility's cath lab on (B)(6) 2016. During treatment at that facility it was discovered that the patient had severe distal left main/proximal left anterior descending (left main/plad) and mid right coronary ascending (mrca) chronic total coronary occlusion (cto). In response to that discovery the patient was transferred to this facility on the evening of (B)(6) 2016 to have a high risk percutaneous coronary intervention for the following day. The patient was reported to have a history of congestive heart failure, coronary artery disease, chronic obstructive pulmonary disease and an ejection fraction of 10%. The patient was intubated; the impella cp was then inserted via right femoral artery through a 14fr cook introducer sheath (due to the patient's vessel tortuosity.) A rotoablation of the distal left main/plad was done and a drug eluding stent (des) was placed, then a des was applied to the mrca cto for complete revascularization. Throughout procedure, the patient mean arterial pressures (map's) did dip into the 50's, especially during rotoablation. A neosynephrine IV push was given periodically to keep the patient's blood pressures up. At the conclusion of the intervention, the doctors were unable to successfully wean from the impella cp, therefore the decision was made to leave impella cp in overnight and to continue to rest the patient's heart, with a plan to wean and remove the pump the following day. Levophed gtt was started to provide stability prior to the patient leaving the cath lab. In addition and prior to leaving the cath lag the purge fluid was switched to d5 with heparin 50 units/ml, systemic heparin gtt was started, and the impella cp was transferred to standard configuration. Upon arrival to the unit a bedside echo was performed to confirm cannula placement. No impella related alarms occurred. A central line was placed to monitor the central venous pressure (cvp.) The impella cp successfully supported the patient without complication for a total of approximately 12 hours. During the late evening of (B)(6) 2017 the patient went into a ventricular tachycardia heart rhythm and then asystole and expired. The physician reported that the patient outcome was as a result of severe aortic insufficiency.

Manufacturer narrative:
On april 25, 2017 additional clinical imaging from this event was received from the complainant. An analysis of the imaging was performed. The following is the detailed evaluation of the imaging. The clinical imaging that was returned from the field was reviewed with abiomed physicians. The patient was more hypotensive and hemodynamically unstable than would normally be expected after impella support was initiated. The initial imaging study that occurred about 11:40 am showed that the pump was sitting much deeper in the ventricle than recommended, with the inflow cage sitting about 7.6 cm from the aortic valve and the outlet cage sitting under the valve. Doppler flow imaging showed plumes of flow back into the left ventricle that appeared to be evidence of aortic insufficiency (ai.) A later imaging study showed that the pump had been pulled back slightly, and aortic regurgitation was more apparent. This was likely due to the reduced interference after the pump was repositioned; however, the pump was still too deep and patient pressures had not improved. While the outflow cage was sitting under the aortic valve in the images returned from the field, the outflow cage would not normally damage the valve in the few hours it was in that position. The automatic impella controller data logs were again reviewed in conjunction with the received clinical images. The data logs suggest that the patient's condition was deteriorating. The diastolic suction alarms that largely occurred at the end of the case were most likely caused by low volume due to patient condition. The signal spikes at the end of the case appear to be caused by chest compressions. The aortic insufficiency reportedly began about 10 hours into the impella cp support. In conclusion, the data logs suggest that patient condition was deteriorating throughout the case. The pump was not returned. Clinical imaging showed aortic insufficiency, but no imaging was provided from before the pump was placed or post-explant so it could not be determined whether the aortic insufficiency was pre-existing or related to the pump. The root cause of the aortic insufficiency was unable to be determined. No corrective action is recommended as the root cause was unable to be determined. Failure modes of this type will continue to be monitored for trends. (B)(4).